Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the distal end of the metal connector was confirmed through the account¿s submitted photograph as well as the onsite evaluation by an abbott technical services representative. The account reported that the patient¿s driveline damage had been temporarily reinforced with rescue tape. A clamshell repair was successfully performed according to hmii perc lead field repair kit instructions on 23jul2019. No alarms or adverse consequences to the patient were reported. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The hmii lvas IFU and patient handbook provide information on how to care for the driveline. Furthermore, these documents address damage due to wear and fatigue of the driveline as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 4 years 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2015. It was reported that the patient presented to the clinic with broken bend relief on the lvad driveline. The driveline was temporarily reinforced with rescue tape. The patient will need clamshell repair. On (B)(6) 2019 the universal percutaneous lead bend relief repair kit was installed successfully. No additional information was provided.